Manufacturer narrative:
It was reported that the ventilator has yet to repaired due to extenuating circumstances at the user facility. Reportedly, the hospital has a relationship with the MFR and will contact a customer support engineer for repairs in the near future. As add'l info is obtained, a supplemental report will be issued. (B)(4).

Event description:
A report rec'd from the USA stated an 840 ventilator experienced a breath delivery failure. During f/u with the client, the unit was found to have a blank screen while setting up for pt use. It was reported that the pt was not connected to the ventilator at the time of the event. An alternate ventilator was set-up for pt use after the event occurred. No pt injuries were reported. The date of the event is unk. No add'l info is available at this time.